Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having an issue with the stimulator for probably over a month to two months. Patient stated they had a neck xray done 2-3 weeks ago to make sure the wire is in the right spot and they have another appointment with healthcare provider on (B)(6) 2025. Patient stated there was a problem with the ins. Patient reported it took forever to charge the implant and they are getting numb tingling sensations all throughout her head, face and down her left side like before the implanted neurostimulators was put in. Patient stated it took 2hrs or more to charge the ins at excellent quality. Patient stated the rep assisted her with resetting the controller. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were no factors leading to the charging issues; the patient was not charging their programmer completely. The battery was reprogrammed. The issue has been resolved.